Manufacturer narrative:
The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device. General reagent issues were excluded as the customer had no further events and the correct result was obtained with the same reagent.

Event description:
There was an allegation of questionable results from the cobas pro c 503 analytical unit. The initial crp result was 1.99 mg/l the repeat results were 81.4 mg/l and 82.3 mg/l.

Manufacturer narrative:
The reagent lot number was 726912. The expiration date was requested but was not provided. The investigation is ongoing.